Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and no alarms were recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. The plunger head does not move when pressing down plunger lever. The square shaft is not inside the clutch cam and the push block was upside down. Customer incorrectly assembled the square shaft; it was not in the correct position with the clutch cam. Service repositioned the square shaft and correctly reassembled the plunger head assembly. Performed power up process, pm and all functional tests which passed.

Event description:
It was reported that a plunger assembly is broken /rod in the plunger assembly is off and biomed cant get it back on.